Event description:
The customer reported to olympus, the hd autoclavable camera head had a foggy image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: there was a cut on the cable, the charged coupled device was faulty causing the image issue, and the leak test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿poor image quality, foggy image¿ occurred due to a faulty charge-coupled device (ccd). As to the cause of the faulty charge-coupled device (ccd), we surmised that it was broken because internal water immersion occurred due to watertightness failure of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.